Event description:
I live in a rural community and finally saw a dentist after using the byte aligners and stopping them when I received the urgent field notice. When I went into the dentist, it was found that my one and only filing is no longer there after using the byte aligner system. I also used the whitening foam as well and have a tooth showing signs of demineralization as well.